Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5 failed to open and latch had clicking issue. A field service engineer (fse) found that the drawer 5 on the auxiliary unit was not opening. Fse replaced the rails, inseparable, and position sensor, reseating all cables, and rebooting, but hardware tests were unsuccessful due to a damaged drawer sensor caused by the bearing cage. The fse replaced the drawer sensor, rebooted the system, and verified operability through hardware and application tests. Functionality was confirmed, and the application was launched successfully, allowing escort access to pyxis. Testing showed the drawer and system functioning properly. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer unable to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.